Manufacturer narrative:
There was no button error alarm noted. Unresponsive down arrow button was due to corroded keypad trace. The displacement test was unable to be performed due to unresponsive button. The device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window and cracked belt clip slot.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 176mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.